Event description:
It was reported that while in the operating room anesthesia, the percutaneous sheath introducer (psi) was inserted into patient's (pt) right internal jugular vein. Pt was moved to cardiovascular intensive care unit (cvicu). The pa catheter (edwards life sciences) was used to infuse the following: vasopressin, levophed and propophol. When the attending rn was at the pt's bedside, the rn noticed a decline in pt's blood pressure and at this time, the rn also noticed that there was blood in the "pa sheath." (The sales rep confirmed that the customer was calling the cath-gard contamination shield a "pa sheath"). The rn noticed blood in the "pa sheath" as well as, the pt's blood pressure (bp) dropped at approximately 24 hours after the psi was inserted. It was reported that medical attention was required due to life sustaining drugs backed up into the cath-gard, and pt did not receive the medication. The pt's bp dropped to a sub-optimal pressure reading of 60mmhgp and pt's bp had to be stabilized. As a result, pa catheter was removed from the psi and psi was capped. A second psi was placed in pt's left internal jugular vein and calcium was given to stabilize pt's bp. Once the pt was stable the original psi, which was inserted into pt's right internal jugular vein, was removed. There was approximately one hour delay in therapy. The pt outcome is listed as "stabilized."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.